Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump bolus calculation was 26 units instead of 6-8 units as the customer expected. There was no impact to the customer's blood glucose (bg) level; as customer edited the bolus value prior to delivery. Reportedly, customer stated they input settings from a previous pump into their current pump and this may not have been done correctly. During troubleshooting with tandem technical support, a review of pump data showed the customer's bolus correction factor ratio was 1:4 instead of 1:40. Customer was guided through properly inputting pump settings.